Event description:
Additional information received indicated the device was explanted and replaced due to an advisory warning. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic due to a pacemaker mediated tachycardia alert. Upon review of the device, a stored auto mode switch episode was observed. Programming changes were recommended and the patient will continue to be monitored.